Event description:
It was reported when inserting the locking screw, the screw did not fully seat into the plate, and a piece of metal emerged from the screw. It was also reported there were no adverse consequences to the patient. This report is related to report numbers 3025141-2022-00231 and 3025141-2022-00232 for the other devices involved in this event.

Manufacturer narrative:
The results of the investigation were inconclusive since the device was not returned for evaluation. Based on the information received, the root cause of the reported event could not be determined.